Manufacturer narrative:
(B)(4). Results: (stent graft misplacement, endoleak). Results/conclusion: (stent graft movement while modeling of the stent graft).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as the aortic neck was 10 mm long, 22 - 26 mm in diameter, and angulated 47 degrees. Vessels were non-calcified but tortuous. It was reported that after the endurant bifurcated stent graft was implanted, the stent graft was modeled with a reliant balloon non-aggressively. The proximal balloon marker was just proximal to the 4 radiopaque markers on the stent graft. When modeling with the reliant balloon, the pins were not fully anchored yet, and the graft slipped ("watermelon-seeded") distally about 1 cm, resulting in a proximal type I leak. The physician elected to insert a renal stent via the left arm and placed in the right renal artery without being deployed. A 32 endurant aortic cuff was implanted without issues and without coverage of the renal arteries. After placement of the aortic cuff, the type I leak was still present and ballooned with a reliant. The leak was still present, but after changing to another manufacturer's balloon and the type I endoleak was resolved. The renal stent was then removed. There were good seals throughout. No clinical sequelae were reported and the pt is fine.